Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a procedure in an unspecified artery, the herculink plus balloon ruptured prior to nominal pressure during the first inflation. There was no adverse pt effect reported. Though requested, add'l info was not provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.